Event description:
It was reported that the ilet device¿s display appeared split in half with no visible content, consistent with a device bonding/display malfunction involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond within the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.